Manufacturer narrative:
The reported field event of high capture thresholds was not confirmed. Analysis was normal. No anomalies were found.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. Interrogation revealed that the right atrial lead exhibited high capture thresholds. It was suspected that the thresholds were related to a central venous catheter implant, though an x-ray showed that the lead was normal. The lead was explanted and replaced. The patient was stable.